Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: when the device was activated, the handpiece sparked excessively from the blade investigation conclusion: the reported issue was not confirmed. The generator passed all functional tests and safety tests, and rf power outputs are within specification. Service could not duplicate any arcing or sparking from the handpiece while testing. There were no failures found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, the surgeon reported sparking and arcing from the plasmablade device tip. There was no harm to the patient or staff.